Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. All steps performed by instructions for use (IFU). One clip was positioned and deployed. However, just after clip deployment the physician noticed that the clip was not stable on the posterior leaflet and the residual mr after this clip was 2+ so the treating physician decided to implant another clip. A second mitraclip was prepared, but before implanting it, the physician noticed the single leaflet device attachment (slda) of the first clip that was stable on the anterior leaflet. They proceeded and implanted this second clip just medial to the first one, and after this second clip the residual mr was 2-3+. The implanting physician decided then to implant a third mitraclip to reduce the residual mr and to stabilize the first clip. A clip was prepared as per IFU and all steps were performed as per IFU; this third clip was positioned lateral to the first one, but before the deployment implanting physician and echocardiographer agreed that the reduction of mr and the increase of the gradient was not favorable so she decided to remove this clip and made an attempt implanting a different clip, but the outcome remained the same and she decided to remove this clip too. The residual mr was 2-3+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.